Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection which was device related.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced edema and device migration due to a head trauma incident at the implant site. The recipient was hospitalized. The recipient developed an infection and underwent treatment. The infection resolved. Upon resolution of the infection, the recipient underwent repositioning surgery on (B)(6) 2018 to treat the edema and device migration.